Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the implantable cardiac monitor exhibited under sensing. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
The reported complaint of false bradycardia episodes was confirmed. The root cause of those false detections were due to under sensing of pvc beats. No device malfunction was found.